Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was noted. It was also reported that the patient was not able to clamp tubing to remove the cassette and not able to see if there were air bubbles in the line. No patient consequences were reported. No adverse effects were reported.